Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician felt that the setscrew on the right ventricular (rv) lead port was difficult to engage with the torque wrench included in the implant kit. A clockwise rotation failed to tighten the setscrew and no clicking was heard from the torque wrench. The physician added more insertion pressure and ultimately felt the screw to be secured and then heard clicking from the torque wrench. The same wrench was used on the right atrial (ra) lead port setscrew. The physician felt as if the portion of the setscrew that the torque wrench engages had become stripped or rounded out, resulting in the inability to torque the screw. The device remains implanted. The torque wrench was taken out of service. No patient complications have been reported as a result of this event.